Manufacturer narrative:
According to the description of the event, a flexible drill shaft broke off during use. The break of the drill shaft occurred when it was set to reverse. The product in question was not subjected to an optical examination as it had already been discarded. Since no picture of the product was provided neither, no optical examination could be performed. It is known that the fracture of the drilling shaft occurred during use/ intraoperatively. However, this had no health effect on the patient, as another drill shaft was used instead when the first one broke. Nevertheless, it is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the flexible drilling shaft were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a breakage of the shaft is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: " when the drill was placed in reverse the drill shaft snapped clean off. " note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, as another drill shaft was used instead.

Event description:
The following event was reported to implantcast gmbh: "when the drill was placed in reverse the drill shaft snapped clean off. " note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient. It is not known how exactly the surgery was finished (e.g., if a second flexible drill shaft was available).

Manufacturer narrative:
According to the incident description, a flexible drill shaft broke off during use. The break of the drill shaft occurred when it was set to reverse. The product in question was not subjected to an optical examination as it had already been discarded. Since no picture of the product was provided neither, no optical examination could be performed. It is known that the fracture of the drilling shaft occurred during use/ intraoperatively. However, this had no health effect on the patient. It is not known how exactly the surgery was finished (e.g., if a second flexible drill shaft was available). Nevertheless, it is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the flexible drilling shaft were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a breakage of the shaft is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error pattern "break of the instrument" in the associated risk management.